Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Customer alleged the cartridge had insulin remaining at the time of this alarm. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 400 mg/dl.